Manufacturer narrative:
10/22/2004 initial report sent to FDA.

Event description:
Reportedly, the needle broke in half with one end of the needle stuck in the jaw. Procedure: lap gastric bypass, patient sex: unk.